Manufacturer narrative:
This report is submitted on nov 16, 2023.

Event description:
Per the clinic, the patient experienced an mrsa infections x2 which was treated with IV antibiotics. The wound has been drained. The implant remains in-situ.